Event description:
It was reported that patient underwent a right open reduction internal fixation ankle procedure on (B)(6) 2015. During the procedure, the 1.25mm k-wires bent and were unable to maintain adequate reduction. New 1.6mm k-wires were utilized to complete the procedure.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date/lot number - unknown. Manufacture date ¿ unknown.